Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter tip became split. The following information was provided by the initial reporter, translated from spanish to english: the transparent catheter (cracks) opens in two parts at the tip.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of birth: patient¿s birthday was not provided, (B)(4) 1944 was used based on age of patient.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter tip became split. The following information was provided by the initial reporter, translated from spanish to english: the transparent catheter (cracks) opens in two parts at the tip.